Event description:
Friday 6/26/98, post hemodialysis treatment her dressing over catheter exit site was saturated with blood. On close inspection of her catheter a hairline crack (hole) was noted as a clear droplet of fluid emerged. Catheter is covered by dressing unless in hosp for dialysis.